Manufacturer narrative:
The tarpon board was a defective on arrival part and was not installed into the instrument. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
Upon installation of software on customer's fc 500 flow cytometer, the software always detects an amp board error. There was no report of death, injury, or change to patient treatment as a result of this event.

Manufacturer narrative:
Date of event and date of awareness of the original event is (B)(6) 2019. The field service engineer (fse) observed the failure while doing a mod installation. Bec internal identifier case-(B)(4).